Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Technician replaced avea user interface module. Performed an owner verification process and uim interface buttons and switches and the follow process. Test extended systems test (est). Auto-cycle check manual alarms testing - adult, pediatric, infant. Vt accuracy verification uim (user interface module membrane) switch tests. Compressor check. Power indicators and charging verification. Battery test: battery run procedure battery durations test. 30min/comp start time & stop time. Air inlet pressure verification. Oxygen inlet pressure verification breath rate verification. Blending accuracy verification. Peep verification. Unit is functioning properly and new uim is working at this time vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that display screen blanking out on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available